Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The instructions for use (IFU) provided with this kit warns the user, "examine catheter and extension lines before and after each treatment for any signs of damage. Repeated over tightening of bloodlines, syringes and caps will reduce connector life and could lead to potential connector failure." A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that the doctor found the luer hub/fitting had crack during use on the patient. The patient was fine, and no injury was reported.

Event description:
It was reported that the doctor found the luer hub/fitting had crack during use on the patient. The patient was fine, and no injury was reported.

Manufacturer narrative:
(B)(4). The customer returned one catheter assembly for analysis. Definite signs of use were observed on the returned components. Visual analysis revealed a lateral crack on the venous luer hub, adjacent to and on the threads. Multiple scratches were also observed on both luer hubs. Microscopic examination confirmed the damage and revealed that the crack is consistent with repeated over tightening on the luer hubs. The connector assembly was functionally tested per the instructions for use (IFU) provided with this kit, which instructs the user, "flush each catheter lumen with sterile normal saline for injection, to establish patency and prime lumen(s) and flush the irrigation tube." The arterial and venous lines were flushed with a lab inventory syringe, and the arterial line flushed as intended. A leak was observed at the location of the crack in the venous luer hub. A manual tug test confirmed both luer hubs were secure to their respective extension lines. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit warns the user, "repeated over tightening of bloodlines, syringes and caps will reduce connector life and could lead to potential connector failure.". The customer report of a cracked luer hub was confirmed by complaint investigation of the returned sample. The venous (blue) luer hub was observed to be cracked. The appearance of the crack is consistent with over-tightening on the luer hub. Based on the customer report and the condition of the sample received , unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that the doctor found the luer hub/fitting had crack during use on the patient. The patient was fine, and no injury was reported.